Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had been running for 15 minutes and that the bag had remained full and the pump did not alarm. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint (B)(4).